Event description:
It was reported the device displayed "upstream occlusion" alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replace upstream occlusion sensor. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 09-may-2022 via email and attached to complaint object: no patient incident.the issue with the device was found during testing.